Event description:
It was reported that the patient with this right ventricular (rv) lead felt discomfort during exercise and attended the hospital for follow-up. It was found that the lead exhibited pacing impedance greater than 3000 ohms, which is high out of range. The physician suspects that the movement of the left arm of the patient caused wear of the insulation layer of the lead. The lead was then programmed to unipolar configuration and remains in service. No adverse patient effects were reported.